Event description:
The customer reported that the system repeatedly locked up. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.